Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7074850.

Event description:
It was reported that the patient developed infection at the ipg and lead sites. Symptoms were swelling and redness. It was unknown if infection was device or procedure related. The patient underwent an explant procedure.